Event description:
A tech reported that following an intraocular lens (iol) exchange, the pt was experiencing blurry and foggy vision. In a follow-up, the surgeon reported the pt is doing well following iol exchange. The pt is happy with the exchange and has a bcva of 20/40 which is the expected correction. He stated that there is nothing wrong with the lens and that it is the pt's amblyopia that keeps him from having better visual acuity. The iol exchange was reported under medical device report 1119421-2009-00919.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 09/17/2009 and 09/22/2009 by phone, fax, and mail. Additional info was received by phone on 10/08/2009. (B) (4). (B) (4). (B) (4).